Event description:
The ino dsir was alarming monitoring failure, dark screen, yellow triangle with exclamation point but did state that patient is still getting delivered medication. Rtsl gage was called to bring a new ino dsir to bedside. Patient placed on new unit. Rtsl took malfunctioning unit out of room. Manufacturer response for ino max dsir, ino max dsir (per site reporter). [Date redacted] this was called into mallinckrodt product support to [name and title redacted]. They will review the equipment log and report back with an official response in the mail.